Manufacturer narrative:
The device was manufactured from october 28, 2019 - october 29, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed ruptured bladder. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined; however the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the balloons of five (5) small volume folfusors ruptured during filling. There was no patient involvement. No additional information is available.